Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to report any further issues if they arise.